Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the patient's condition changed and his vascular condition was poor, requiring central venous catheterization through peripheral venipuncture. A PICC was placed on (B)(6) 2024. On december 1, when blood was drawn back through the catheter for normal maintenance, an unknown substance was found in the catheter, which did not have any adverse effects on the patient. No other information was provided.